Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102. The cause for the service code was isolated to a defective r30 resistor on the computer/analog pca. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the damaged monitor.